Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the threads of the driving cap do not thread in properly to the hybrid insertion handle. There was no patient involvement. Concomitant device reported: hybrid insertion handle (part # 03.037.011, lot # unknown, quantity 1) this report is for one (1) driving cap/threaded this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The driving cap/threaded (p/n: 03.010.523, lot number: l306580, qty: 1) was received at us cq. Upon visual inspection, the threads of the driving cap were observed to be stripped . Thus, the reported complaint was confirmed. The received condition of the device is consistent as an end of life indicator for the device. No other issues were identified during the inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. After a visual inspection per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part no.: 03.010.523. Lot no.: l306580. Manufacturing location: bettlach. Release to warehouse date: 23.jun.2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.